Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer failed battery alarm and replace battery now alarm. The customer¿s blood glucose level was in the 155 mg/dl. The customer reported that they had failed battery and troubleshooting was performed and was cleared. It was also stated that they had replace battery now alarm and troubleshooting was performed and was advised insert a new battery and again had alarm. The insulin pump will not be returned for analysis.